Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that a pocket revision had taken place on (B)(6) 2015 to anchor the battery. Relevant medical history included cervical radiculopathy and spinal pain. No follow-up was required.